Event description:
It was reported that the pt was implanted a biolox delta head, 12/14, 28 x -3.5 on (B)(6) 2014. The pt was revised on (B)(6) 2014, due to pain. After revision surgery some black parts were seen on the head that was taken out from pt.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).